Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the mitraclip instructions for use instructs the user to rotate the delivery catheter (dc) handle to align the clip arms perpendicular to the line of coaptation, prior to advancing the clip into the left ventricle. Do not make substantial clip arm orientation adjustments in the left ventricle. Clip entanglement in sub-valvular apparatus may result in cardiac injury and worsening mitral regurgitation and may result in difficulty or inability to remove the clip and conversion to surgical intervention. All available information was investigated and the reported clip becoming caught in the anatomy, resulting in physical resistance and difficulty removing the device due to interaction with the leaflet were likely due to a combination of the challenging leaflet anatomy (a2 leaflet prolapse/flail) and the user error in which the clip was inadvertently advanced into the left ventricle without confirming the clip was perpendicular to the line of coaptation. It is likely that the clip was advanced under the valve at an angle such that the clip became caught in the chordae and anterior leaflet during grasping attempts, and resulted in the difficulties removing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip became caught on the anterior leaflet, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. The third clip delivery system (cds) was advanced to the mitral valve for lateral placement. The cds was advanced into the left ventricle (lv) before being properly aligned, with the clip opened and not closed. It was determined that the perpendicularity looked good and grasping was performed. After grasping, the assessment was not adequate. The clip was inverted to retract back to the left atrium, but the clip was stuck on the anterior leaflet. The grippers were cycled, and the leaflet was freed, but the clip was then stuck in the lv. After 30 minutes of standard troubleshooting, the clip was freed. The decision was made to remove the cds and not deploy the clip. Two clips were implanted, reducing the mr to 2. The patient was confirmed to be stable post procedure. No additional information was provided.